Manufacturer narrative:
During a site visit it was reported that nuisance air-in-line alarms occurred on the pediatric cardiac ICU. The clinicians reported ¿lots of problems with air-in-line alarms ¿. The reported incidents could not be confirmed or replicated since the source devices and device logs were not returned for investigation. No specific examples were provided. Customer reports that the source devices will not be returned to bd for investigation. The devices involved in this investigation were used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit it was reported that nuisance air-in-line alarms occurred on the pediatric cardiac ICU. The clinicians reported ¿lots of problems with air-in-line alarms ¿. No specific examples were provided. No further information. No tubing or pumps sequestered